Manufacturer narrative:
(B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reverse total shoulder, (B)(6); (B)(6) hospital on (B)(6) 2018. Patient had original op two years ago, but not sure of date or original stickers. (B)(6) did the revision as the patient had a fall recently and the glenoid components came loose. Revision was to take baseplate, head and three screws out and replace with cta head as was impossible to replace due to poor bone stock. Male patient initial (B)(6).